Event description:
Boston scientific received information that the patient was scheduled for a routine device changeout procedure. While reviewing the patient's chart, the local field representative noted two episodes of oversensed noise that lead to pacing inhibition of an unknown duration. The first episode had occurred a little over two years ago and the physician had chosen to monitor the patient. The patient's device was explanted and the lead remains in service. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.